Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant case while entering patient information into the mobile programmer application, it froze and became unresponsive. While resetting the application and reconnecting the base unit of the mobile programmer, the patient went asystolic during the lead placement procedure. It was noted that this occurred while the programmer software analyzer was not available as it was not yet fully reconnected. External pacing was ready to be initiated, however the patient¿s own rhythm returned. Because it was a known issue that the presence of an ampersand symbol in patient data (in this case in the already-present name of the facility) can cause the application to freeze, following the procedure an attempt was made to remove/edit the facility name with the ampersand in it, within the patient information fields, however the application once again froze. There were no further patient complications reported as a result of this event.